Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the duo + pump / shaver was reported as defective during a check while the sales rep was on site. Per operational and diagnostic, the reported failure was confirmed. During evaluation, it was found a broken door of the pump. Therefore, it was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause of the damaged on the door can be attributed to a drop of the unit or mishandling. Also, it could be related to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
As reported by the healthcare professional via phone, the duo+ pump/shaver was reported as defective during a check while the sales rep was on site. No other information was available. No case involved.